Manufacturer narrative:
This report is submitted on november 15, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site and subsequently was treated with steroids (specific type not reported) on (B)(6) 2022, for a duration of 7 days; however, the issue did not resolve. On (B)(6) 2022, the patient was again treated with steroids (specific type not reported) for a duration of 7 days and an oral antibiotic for a duration of 5 days. It was also reported that the patient experienced an infection at the abutment site. The patient was subsequently treated with oral steroids on (B)(6) 2022, for a duration of 5 days and then with oral antibiotics on (B)(6) 2022, for a duration of 7 days, to have the site cleaned, however, the issue did not resolve. Treatment with antibiotic cream and hydrogen peroxide on (B)(6) 2022, was also unsuccessful. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022, to remove the excess skin.